Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg pocket site. It was also reported that patient lost weight. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.